Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged dizziness and/or headache. There was no report of serious or permanent harm or injury. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2024-62047. This report was submitted as a duplicate report of the previously submitted report. Please disregard this MDR 2518422-2024-63855.